Event description:
The user reported that during use of the device for a cardiopulmonary bypass procedure, that the readings were inaccurate on the monitor. The device was not changed out. The user ran more blood gases than normal to make sure the pt's blood gas was maintained within the normal ranges. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Eval is progress, but not yet concluded.